Event description:
The patient was enrolled in the program in 2004. Target lesion 1 was identified in the distal rca with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 20 mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0%. The pt was discharged on the following day. Per the discharge summary dated 06/2004, the pt was admitted to an outside hosptial in about 1 month with complaints of chest tightness. A stress cardiolite scan the next day revealed questionable anterolateral ischemia but was strongly suggestive of breast attenuation. Pt was placed on reglan and was reportedly much improved. In the evening of 6 days later, the pt developed (at rest) a heavy pressure sensation in the middle of their chest with radiation to the back and left arm. Pt was admitted on the following day. The pt ruled out of mi and cardiac catheterization 2 days later revealed: lvef 65%, lmca - free of disease, lad - occluded proximally, lcx - occluded; om1 and om2 occluded, ramus - diffuse disease, rca (target vessel) - 25% mid and 25% proximal stenosis; site of prior stenting in the posteriolateral branch 99% "end stent restenosis", vg to lad - 95% anastomotic stenosis, vg to om1 / distal lcx (also noted as om2) - patent. The pt was transferred to the enrolling study site on the 5th day with a plan to have the pt undergo re-do CABG. In 1 week later, the pt underwent CABG as follows: svg to right posterior ventricular branch, svg to lad, svg to ramus. The pt's postoperative course was complicated by blood sugar control issues and interstitial edema requiring diuresis. The pt was discharged on the 8th day. Causality: relationship to taxus stent: probable.

Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed on the right coronary artery. Additional information has been requested.